Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. They received the alarm three times within four hours. Troubleshooting was performed. They were advised to clear the alarm and was taught on how to do a restart of the internal battery. The customer¿s blood glucose level was unknown. There was no clear indication that the issue was resolved. They were advised to monitor the device. The device will not be returned for analysis.